Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory

Event description:
A report was received that the patient has an infection at the thoracic incision site. The symptom was pain at the incision. The physician did not believed that the infection was device or procedure related. The patient was prescribed antibiotics and underwent an explant procedure.